Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the readings on the ventilator's lower screen were not legible and the touchscreen was not working. The ventilator was not on a patient at the time of the event. The service engineer downloaded software onto the customer purchased graphic user interface (gui) central processing unit (cpu). The ventilator passed self-testing.